Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue and replaced the erbe electrosurgical unit (iesu) to correct the problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer contacted the field service engineer (fse) to report that when the erbe integrated electrosurgical unit (iesu) is turned on, a c-00 message appears even after several restarts and changing the grounding pad cable. The fse followed up with the customer and was informed that the erbe iesu started to present error messages pointing to the neutral plate when energy was activated. The system presented an error about the neutral connection and the clinical team replaced the neutral cable three times; however, the error persisted. The customer advised that the message started to appear the day before at the end of surgery, but the issue was not informed to the technical support team at the time. It was necessary to connect the system to an external energy competent to continue the procedure. The procedure continued without issue after the energy component replacement for an external one. The patient did not suffer any harm and the system was used normally with the auxiliary device. The procedure was continued as planned with no reported injury. Isi followed up with the customer and obtained the following additional information: the procedure performed on (B)(6) 2025 was completed robotically with an auxiliary external electrosurgical unit (esu). It was confirmed that the erbe error message initially presented during a procedure performed on (B)(6) 2025. During the event on (B)(6) 2025, the procedure was completed robotically with the same esu as the error message appeared at the end of procedure and the customer was able to complete the procedure even after the error message appeared. There was no injury to the patient as a result of the issue.

Manufacturer narrative:
Isi received the da vinci product involved with this complaint to perform failure analysis. The erbe integrated electrosurgical unit (iesu) was returned for failure analysis and erbe errors c-00 / m-11 were not confirmed. Upon visual inspection, the front bezel was found to be cracked and the top cover had minor scratches. The erbe unit was tested using an in-house testing system and energized and cauterized without issues. Additionally, all ports recognized instruments without issues. The event was confirmed based on error log review, however the issue was unable to be replicated during in-house testing. A root cause cannot be established since the reported issue was not able to be replicated during in-house testing. A potential root cause associated with the errors found in the system logs can be attributed to a fault on a component or module within the erbe generator causing an unexpected fluctuation of the high frequency voltage and current during an internal timeout of the generator while on the "on" state.

Event description:
Refer to h11 for follow-up information.